Manufacturer narrative:
The device and event log were returned. The event log from the case confirmed the reported "all msd disabled" alarm at 10.9 hours into therapy due to the phase angle for the ultrasound groups going outside of the operational threshold. The event log shows the cu functioned as expected. Investigation of the returned device revealed heat coming from the black msd hub after five minutes of run time on an in-house cu. Then, the cu alarmed with "all msd disabled" and the msd would no longer run. Investigation into the msd hub revealed all wires were shorted, potentially caused by fluid ingress into the hub. The route of fluid ingress into the hub is undetermined. During manufacturing, msd are 100% tested and a short would be detected during the final impedance test. Therefore, it is likely that fluid ingress occurred during use. Review of the manufacturing records confirmed the catheter was manufactured according to existing specifications; therefore, the damage observed on the received device is likely the result of use/handling that occurred outside of ekos.

Event description:
On (B)(6) 2019, a helpline call reported the cu alarming with code "all msd disabled" after10 hours and 50 minutes of therapy. The alarm could not be resolved over the phone with the ekos representative. The caller was instructed to alert the physician that catheter would have to be used as a standard infusion catheter. Final patient outcome was reported as great. There was complete clot clearance and the physician was very happy with the results.